Manufacturer narrative:
The manufacturer is unable to assess the alleged malfunction as the product was not returned for analysis. However, review of the manufacturing records indicate the device met product specifications at the time of manufacturer and prior to shipping. A review of the product's instructions for use was performed to ensure adequate guidance is provided for procedural workflow steps that may have related to this event.

Event description:
During a tumor ablation procedure, an attempt was made to secure the stereotactic device by tightening the screws to the device frame into the skull. However, one screw fractured leaving a small piece of the screw in the patient's skull.